Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out, unrelated to the lead, externalized conductors were observed. The lead was capped on (B)(6) 2016. The patient was asymptomatic.